Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an undisclosed procedure, a 14f manta was deployed for closure. Access was gained using micro-puncture, no ultrasound. Per IFU arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery. Do not puncture the posterior wall of the artery. The vasculature contained mild calcification and a depth deployment measurement of 5 + 1cm. No issues were reported advancing or withdrawing the procedural sheaths. Prior to closure activated clotting time (act) was noted at 307. A high act is an indication of bleeding issues; however, no protamine was administered. Activated clotting time (act) should be below 250 seconds prior to closure. Following deployment an angiogram confirmed patency and no extravasation. The guidewire was removed, a repeat angiogram revealed extravasation; and manual pressure was held. The physician left the room, and the staff prepared the patient for transport to recovery. The patient's abdomen began expanding and their vitals and heart rate were decreasing. The physician was called back to the room to re-evaluate the patient. Following re-evaluation, the physician instructed the staff to pull the drape and keep an eye on the patient. The staff left the room and sometime later was informed the patient was found to have a rp bleed; a covered stent had been placed, and the patient did well and went to recovery. The suspected root cause of the retroperitoneal bleeding is inconclusive due to insufficient information available regarding patient conditions, initial and deployment procedures, no angiograms or returned device available for investigative purposes. The IFU precautions: if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: late arterial bleeding.

Manufacturer narrative:
Device will not return for evaluation, however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: after a 14 fr manta was deployed an angio was performed. All looked fine. Removed the wire and angio was repeated, some extravasation was seen. Manual pressure was held. Physicians were called back in to reevaluate the patient, sats were dropping. Physician said to undrape patient and keep an eye out. Covered stent was placed.